Event description:
Additional information received reported that the patient did not need the pump anymore. Since the patient already went through withdrawal the healthcare provider (hcp) decided to turn the pump down to minimum rate. The patient had started on oral medications. They would start turning the patient's pump down on (B)(6) 2015. The physician would proceed with turning the pump down and would possibly remove it down the road.

Event description:
It was reported that volume discrepancy occurred at refill on the day of the report. The actual residual volume (arv) was 17ml and the expected residual volume (erv) was 2ml. The pump was implanted in september 2014 and the first refill was in (B)(6) 2014. There were no details about that refill or if there was a volume discrepancy then. The patient reportedly experienced increased pain and went through withdrawal (patient thought it was the flu). The date of the symptom onset was unknown. The pump was used to deliver morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).